Event description:
The customer reported that the ventilator went vent inop and alarmed with a black screen and high pressure message noted. The customer reported the ventilator was in use on a patient and there was no patient harm. The manufacturer's service technician was unable to duplicate the reported event. Review of the device diagnostic log verified a vent inop occurrence due to pressure regulation high. Vent inop, when in use, will stop providing ventilatory support to the patient. The user must provide alternative ventilation and have the ventilator serviced. Performance verification testing was completed and tests passed to operating specifications.